Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the patient experienced symptom return before one week prior to a planned baclofen refill. During the refill appointment, and after pump interrogation, 4 error codes were displayed. The service codes 232, 234, 99, and 100 regarding motor stall were indicated. According to the programmer tablet, the motor had stalled for 106 hours and 40 minutes. The pump was noted as having been manufactured prior to a design change implemented in 2016 and 2017 to reduce the potential for motor stalls. No alarm had been stated by the patient's family before the refill appointment. The patient did not have magnetic resonance imaging performed. The healthcare provider performed the refill and gave the patient a baclofen bolus of 50 mcg to resolve the patient's symptoms, but with no success and he started the patient on oral baclofen. Pump replacement was planned. The pump replacement had not yet occurred as of (B)(6) 2022. The pump was to be returned to the manufacturer. The issue was not yet resolved as of (B)(6) 2022. The pump stop code was requested.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The patient had a known case of spinal cord injury, nontraumatic at the level of t10 with spastic paraplegia. It was further indicated that the patient was a known case for heart failure, atrial fibrillation, diabetes mellitus, and hypertension. The patient visited the clinic on (B)(6) 2022 for a pump refill, and at that time he was experiencing spasticity and rigidity for the past few days. At the time of the programming, they seen a warning message indicating that the pump was stopped for 106 hours and 40 minutes. There was no alarm reported by the patient and patient¿s family. It had been communicated with patient wife to make sure there was an alarm in the past 4 days; however, nobody mentioned any alarm. They gave the patient a bolus of 50 mcg in the clinic, but without improvement in his spasticity. They started baclofen orally right away in the clinic and tizanidine at night with urgent admission. They noticed improvement in patient's spasticity after they started oral medication. During admission, lab work was performed and they found his creatine kinase (ck) level was high. They involved cardiology regarding his case of heart failure, and they were to start IV fluid and would increase the antispastic medication gradually. During admission, the patient also started to have delirium and they communicated with neurologist and psychiatrist. The patient was seen by a psychiatrist and neurologist and was started on olanzapine. They performed a brain CT which showed age-related involutional changes without any definitive territorial infarction or intracranial hemorrhage. There was periventricular white matter diffuse hypodensity keeping with small vessel ischemic change. They did an abdominal x-ray and they booked the patient for fluoroscopy. They injected 50 mcg intrathecal baclofen through catheter access port (cap) and there was slight improvement in his spasticity. They also started to manage all risk factors for spasticity and triggers. It was further noted that they managed the patient¿s constipation and were to rule out any urinary tract infection. They increased the patient¿s oral baclofen to 30 mg 3 times daily and tizanidine to 12 mg 3 times daily. The patient improved, and his ck level went back to normal. Because the patient was living far away from the center and needed 4 hours driving to the hospital, due to his memory issues, and also availability of a regular caregiver, they decided to remove the pump. They communicated with the neurosurgery and patient was scheduled for the operating room (or). Unfortunately, due to covid 19 and availability of an intensive care unit (ICU) bed, as he was a cardiac patient and was high risk for or, the neurosurgery postponed the patient¿s surgery. The patient was discharged home with regular follow-up to see the effect of oral medication. They were to later take a final decision for pump replacement or removal. During discharge, there was no spasm and the spasticity in the lower limb graded from 1 to 1+ of the modified ashworth scale. The patient¿s current medications included the following: spironolactone, valsartan, bisoprolol, baclofen 30 mg 3 times daily, atorvastatin, tizanidine 12 mg a.m. 8 mg p.m. 12 mg at night, olanzapine 10 mg, insulin glargine, insulin aspart, bisacodyl, and apixa ban 5 mg. The pump administered baclofen with concentration 2000 mcg at a dose rate of 723.7 mcg/day. The patient was described as 67 years old and his weight during the event was 85.9 kg.